Manufacturer narrative:
. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient experienced decreased visual acuity at both distance and near following implantation of a single-piece toric ii puresee intraocular lens (iol) in the right eye. The visual symptoms were first noted during a post-operative examination. Due to the reported visual disturbance, the iol was explanted during a subsequent secondary surgical procedure. The pre-operative best corrected visual acuity (bscva) was documented as dsc 20/100 (nsc, unstable), and the post-operative bscva was reported as dsc 20/30 (nsc, j12). No additional surgical interventions, such as incision enlargement, placement of sutures, or vitrectomy, were required. The surgeon reported that the directions for use (dfu) were followed. No further information was provided.